Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Additionally, increased pacing threshold measurements were observed. The rv lead was reportedly fractured. During a device replacement procedure, the device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.